Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs for processing until 05-23-2013.

Event description:
Dealer stated that the seat upholstery on a trex28rf manual wheelchair is ripped.